Manufacturer narrative:
Continuation of d11: product ID 3550-43 lot# (B)(4). Product type accessory product ID neu_stylet_ acc lot# unknown. Product type accessory product ID 977a260 serial# (B)(4). Product type lead product ID 97725 lot# serial# (B)(4). Product type external neurostimulator h3. Analysis of the lead (B)(4) found that the product was returned intact, functioning normally and no anomalies were found. H6: the conclusion code 11 no longer applies. The results code 3233 no longer applies. The conclusion code 4118 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), lot# n704915, product type: accessory. Product ID (B)(4), product type: accessory. Product ID (B)(4), serial# (B)(4), product type: lead, product ID (B)(4), serial# (B)(4), product type: external neurostimulator. A supplemental report will be submitted when analysis results are available. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2019-jan-23 from the health care provider (hcp) via a manufacturer representative provided the device information. The devices were returned to the manufacturer. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID :977a260, serial#: (B)(4), product type: lead. Product ID: 97725, serial#: unknown, product type: external neurostimulator. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a trial patient with a wireless external neurostimulator (wens) for an unknown indication for use. It was reported that a lead had high impedances and poor connectivity regardless of moving the leads and changing the wens and lead positioning. No factors were reported to have contributed to the issue. It was reported that they changed the product (lead) and the impedances looked better. The issue was resolved at the time of the report. It was indicated that the rep included both needles in the report because they were not sure which needle was involved. They stated that both were used, but the one returned was the one involved in the event. The lead passed with little resistance. Upon attaching the wens connectivity was red on four contacts despite reseating them four to five times. Impedances also showed high on those same electrodes. They tried a new wens and had the same problem. The event occurred on (B)(6) 2019. No further complications were reported/anticipated. See related regulatory report #: 3007566237-2019-00200.